Manufacturer narrative:
The complaint allegation was confirmed. Two unpackaged ar-8835-18 low profile screw¿, ss, 3.5 x 18 mm, cortical, batch 10591283, were returned for investigation. The returned screws were visually inspected, and it was noted that there were no visual defects. Upon functional testing with the returned mating part ar-2652cl, the low-profile screws fit too loose on the locking holes. However, the screws are the correct size per drawing c18816 at revision 1. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is a user error. Per dfu-0125 at rev. 2. G. 1. Surgeons must apply their professional judgment when determining the appropriate screw size based on the specific indication, preferred surgical technique, and patient history. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 3. Use the appropriately sized drill bit for the screw. 4. Damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw.

Event description:
It was reported that the screw has loosened in the clavicle plate. No further information received. 27-jun-2023 update dw: further information were provided that the following devices became loose post op. Ar-2652cl batch: 5262102; ar-8835l-14 batch: 15040867; ar-8835-14 batch: 10694746; 2x ar-8835-16 batch: 1072011; 3x ar-8835-18 batch: 10591283; ar-8827-14 batch: 1074240; as the reported devices are available for return a revision surgery had to be performed but no further information were provided when the revision surgery was performed.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.